Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade, the device exhibited intermittent cross-talk during atrial threshold testing inhibiting pacing. All measurements were normal. Issue resolved itself and the cross-talk was no longer seen.